Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery out limit alarm on the insulin pump. Customer's blood glucose level was unknown. Customer advised the bolus button was unresponsive and there was a black circle on the insulin pump. Customer's alarm history showed battery out limit alarm and low battery alarm on the device. Troubleshooting for battery out limit alarm was performed. Customer advised the batteries were out of the insulin pump for a longer duration than allowed by the device. Customer was advised to monitor the insulin pump and call back if issues persist.